Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device¿s front panel switch was not functioning. Switching high intensity hitch was damaged. The issue occurred during preparation before use for an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrections as the initial medwatch reported an incorrect serial number. Additionally, a duplicate report was identified. Corrected fields: d4 (serial number), d8, d9, g2, h3, h4, h6, h10. The customer's allegation was confirmed. The device evaluation found the scope could not be detected. The reportable malfunction identified during device evaluation was previously reported in medwatch # 3002808148-2024-09028. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.